Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided pump reset instructions, and reset pump successfully without recurrence of malfunction alarm, and was advised to continue using pump and call back if any future malfunction occurred.